Manufacturer narrative:
A remote service engineer (rse) provided the customer a quote, but the quote was not accepted by the customer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The engineer provided a quote, but the customer did not accept the quote.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the blood pressure measurements were abnormal. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.